Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.additional devices implanted and involved in the event - pxc201400/06555217, pxc201000/06722533 and pxc201200/06806805.

Event description:
On (B)(6) 2014, imaging identified a rupture reportedly caused by distal migration (amount unknown) of the trunk-ipsilateral leg component into the aneurysm sac. It was reported the migration occurred as a result of disease progression. It is reportedly unknown if any aneurysm enlargement or endoleak occurred as a result of the migration. The same day, an additional procedure was performed whereby the gore excluder aaa endoprosthesis was explanted (exact devices unknown) and the aneurysm was surgically repaired. The aneurysm was excluded at the end of the procedure, and the patient tolerated the procedure. On (B)(6) 2014, the patient expired. It was reported the cause of death is unknown, and it is unknown if an autopsy was performed.

Event description:
On (B)(6) 2009, the patient underwent treatment for an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. On (B)(6) 2014, imaging identified a rupture. The trunk-ipsilateral leg component reportedly migrated distally (amount unknown) due to disease progression. It was reported the migration caused the rupture. The same day, an open repair was performed. The aneurysm was excluded at the end of the procedure, and the patient tolerated the procedure. On (B)(6), 2014, the patient expired. It was reported the cause of death is unknown. Additional information has been requested.